Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results were 8.8 inr on 8/2/06 and 8.0 inr on 8/3/06 for two separate pts. The corresponding lab results reported 6.0, 5.8, and 6.0 inr. Coumadin was held three days for the pt tested on 8/2/06. No info was provided on the other two pts tested on 8/3/06. The reporter declined product replacement.

Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results were 8.8 inr on 8/2/2006 and 8.0 inr on 8/3/2006 for two separate patients. The corresponding lab results reported were 6.0, 5.8, and 6.0 inr. Coumadin was held three days for the patient tested on 8/2/2006. No information was provided on the other two patients tested on 8/3/2006. The reporter declined product replacement.